Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that there were 22 occurrences of foreign matter in tube, 3 occurrences of tubes being deformed, 3 with air bubbles in gel, and 4 with defective markings with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x2, fm in gel x17, deformed tube x3, defective marking x4, black spots in tube x3, air bubble in gel x92.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there were 22 occurrences of foreign matter in tube, 3 occurrences of tubes being deformed, 3 with air bubbles in gel, and 4 with defective markings with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x2. Fm in gel x17. Deformed tube x3. Defective marking x4. Black spots in tube x3. Air bubble in gel x92.